Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported detachment of device component (detached actuator knob assembly) was confirmed via returned device analysis. The proximal end of the actuator knob and inner assembly (release crimper and crimping cam) were returned separately in the packaging tray, confirming the reported detachment. There was no external damage to the device. The actuator knob and inner assembly were further examined and the knob was confirmed to be securely attached to the release crimper; however, the release crimper was loose/unstable and could be manually unscrewed from the crimping cam. The threads of both components were visually examined and no damage was observed. The collect was intact and undamaged. Further testing was performed by using (B)(4) torque wrench to tighten the release crimper into the crimping cam. After removing the actuator knob, the release crimper was able to be tightened securely into the crimping cam and could not be manually unscrewed. The actuator mandrel, inner device component, was then removed from the cds to inspect the entire actuator assembly. The welded area between mandrel and actuator coupler was confirmed to be intact. A bend in the coupler and mandrel was found. In this case, as there were no issues reported with actuation of the clip prior to deployment, the noted bends in the actuator mandrel and coupler were likely a result of further manipulation of the device during the attempts to deploy the clip. These bends do not appear to be related to the reported complaint. Due to the condition of the returned device, the difficult to deploy and physical resistance with the arm positioner could not be replicated in a testing environment. However, the reported resistance with the arm positioner was likely due to compressive forces placed on the actuator assembly within the device after the clip is fully closed. There does not appear to be an indication of a product quality deficiency in regards to the arm positioner or bends in the actuator assembly. Based on the evaluation of the returned device, the reported difficult deploy the clip was likely related to the release crimper being loose/unstable, causing it to manually unthread from the crimping cam. If the release crimper becomes loose, actuation and deployment may become difficult to impossible, as the collect will no longer remain tight onto the actuator mandrel. Subsequently, the actuator knob and inner assembly can become detached, as reported and observed during the returned device analysis. A query of the complaint database was performed, which revealed there were no other events reported for actuator knob issues from this lot. Based on a review of related records and evaluation of the returned device, it can be concluded that there is no product deficiency for this issue. Although no issues were identified with the manufacturing of this device, operators in the clip loading station were made aware of the issue on (B)(4) 2014. The failure mode will continue to be monitored per local quality procedures.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the actuator knob was turned in the counterclockwise direction eight times. There was nothing unusual felt while turning the actuator knob; it turned as expected. However, while closing the clip, the last turns of the arm positioner had more resistance.

Event description:
This report is filed as the actuator knob separated from the clip delivery system (cds) and it was difficult to release the clip from the cds. Forceps were used to assist with deployment of the clip and is considered medical intervention to prevent injury. It was reported that during a mitraclip procedure, there was no resistance noted during insertion or advancement of the cds into the steerable guide catheter (sgc). It took one attempt to grasp the clip onto the leaflets; there was no difficulty. After positioning the clip onto the mitral valve leaflets, the actuator knob was rotated in the correct direction to deploy the clip. However, the clip did not deploy. The actuator knob was rotated several more times and when pulled further out, the knob completely separated from the actuator mandrel. The clip still could not be deployed. The wire of the actuator knob was rotated several more times using forceps and the clip handle was translated. After several minutes, the clip was able to be detached from the cds and was deployed. There was no adverse patient effect or significant clinical delay due to the device issue. The procedure was completed with the implantation of the one clip reducing the functional mitral regurgitation grade from 3 to 1 and the patient was clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.